Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction external damage to the transducer was due to damaged acoustic lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope had external damage to the transducer. The issue occurred during reprocessing. There were no reports of patient involvement.